Event description:
It was reported that the ventricular assist device (vad) patient's driveline had a green discharge. There was no pain, no erythema and cultures were positive for corynebacterium. A computerized tomography (CT) scan was performed and the patient was treated with intravenous (IV) antibiotics. The vad/ driveline remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the mechanical circulatory support product surveillance registry study. Additional information has been requested regarding the CT scan results, but was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site revealed that the ventricular assist device (vad) patient's driveline had a green discharge. There was no pain, no erythema and cultures were positive for corynebacterium. A computerized tomography (CT) scan was performed and the patient was treated with intravenous (IV) antibiotics. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the CT showed no intra-abdominal abscess or fluid collection identified.